Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented via remote transmission in backup vvi. A device download was performed successfully and issue was resolved. Device remains implanted.